Event description:
The manufacturer received information alleging a ventilator had debris in the air path. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator had debris in the air path. The device was not in patient use. During the evaluation, the air path foam was replaced due to disintegration, the blower and filter were replaced due to debris contamination.

Manufacturer narrative:
The manufacturer previously reported a ventilator had debris in the air path. The device was not in patient use. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.